Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported of that the pump suspends when their blood glucose is not low. Customer also indicated of high blood glucose of 400mg/dl and sensor glucose of 52mg/dl but the alarm alerted to low blood glucose. Customer indicated that they will go to their doctor in (B)(6) 2017. No further troubleshooting was performed. No further details given.